Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized due to lack of insulin in the body on 11/05/2016 with a blood glucose level of 400 mg/dl. The customer was treated for their blood glucose with IV insulin. The customer was off the insulin pump 48 hours before the hospitalization. The customer sent back the insulin pump for analysis because the device was not delivering insulin.

Manufacturer narrative:
The pump was received with the operating currents within specification, and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. No obvious insulin odor was noted. No moisture damage was found on the electronics, motor, battery tube, vibrator, or reservoir compartment during visual inspection. No cracked lcd window was noted. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.